Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the customer's reported issue. All testing was performed using a good know test patient circuit as well as a good known ac adapter. The ventilator passed the circuit leak test from ltv service manual. The ventilator also passed 71 hours of extended tests at the customer¿s settings. The ventilator also passed the ltv final test, which includes many ventilation and alarm functions. The event trace log contains no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation.

Event description:
It was reported to carefusion that the patient's daughter went to check on him, and the patient was unresponsive, so the daughter started cardiopulmonary resuscitation (CPR) and called 911. It was later noticed that the temperature probe proximal to the patient was disconnected and the ventilator did not alarm. The customer reported trying their backup ventilator but had the same issue. The patient was admitted to the hospital, recovered, and has been discharged home and placed back on a different ventilator. This is reported to be the customer's primary ventilator involved.